Event description:
Reporter stated that the pt developed an infection at their infusion site. Pt described seeing a red circle on their skin, with a lump that remained for weeks. Pt did not know if the site infection affected their blood glucose. Pt was treated with antibiotics.